Event description:
It was reported that during the drilling of the distal screw for a stryker gamma nail, the end of the drill bit broke off in the patient's bone. The surgeon decided to leave the end of the drill bit in the patient. A new drill bit was then opened and used to successfully place the distal screw.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.